Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that there is a crack on the edge of the display case. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.